Manufacturer narrative:
On-site investigation was performed by our filed service engineer (fse). The reported issue could be duplicate. The pressure transducer printed circuit boards (pcbs) found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The received logs confirmed the reported problem at date of the event. The replaced parts requested for further investigation but were not returned by the customer. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. The root cause for the reported problem could not be determined. The UDI information is not available since the device was manufactured before (B)(6) 2015.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and flow tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).